Manufacturer narrative:
(B)(4): upon follow up it was reported the cause of the previously reported peritonitis event was ¿from the non-sterile gauze¿ they were using. As this is a non-baxter product, the baxter disposable device is no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.